Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('small part of the essure was noted, there at the proximal portion of the tube, and it was grasped and removed'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included: pelvic pain female. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: " previously reported event: medical device removal replaced with small part of the essure was noted, there at the proximal portion of the tube, and it was grasped and removed". Reporter and medical history added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small part of the essure was noted there at the proximal portion of the tube and it was grasped and removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain female. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.